Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was not returned. As device was not returned for additional evaluation and investigation, a definitive root cause for the alleged issue was not able to be determined. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions through e-mail to report a catheter that was revised. It was reported that the patient was having withdrawal symptoms so the physician removed excess catheter. It was stated that the catheter was really long because the physician hadn't previously cut anything off. During revision, a piece of catheter was cut out and the catheter was reattached.